Event description:
Event description guidant received information that at 2.5 months post implant, this implantable cardioverter defibrillator (ICD)exhibited a lower than expected monitoring voltage, and a chartime indicating middle-of-life (mol) 2.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.

Event description:
Event description guidant received information that at 2.5 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a lower than expected monitoring voltage, and a charge time indicating middle-of-life (mol) 2. Additional information indicates that this ICD, implanted (B)(6), 2004, was explanted due to a monitoring voltage of 2.57v. There is concern that the battery was depleting earlier than expected. New information received indicates that this patient has retained an attorney and recently submitted paperwork as part of the litigation process.